Manufacturer narrative:
The customer¿s report of leak from the lower pumping segment was confirmed based on visual inspection. Further inspection and comparison identified that the incorrect tubing type was attached to the set¿s lower fitment component. The separation was at the engagement between the lower fitment and expected pvc tubing components. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damages or issues were observed. Testing was deemed unnecessary due to the obvious separation. The root cause of the separation and leak is a manufacturing issue due to assembly of an incorrect component.

Event description:
It was reported that the leak was from the blue plastic that inserts into the pump segment. It did not appear to be cracked. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the leak was from the blue plastic that inserts into the pump segment. It did not appear to be cracked. No patient harm was reported.